Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a large volume infusor was weak. This was noted before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 19, 2015 ¿ february 20, 2015. One unit was received at for analysis. The unit was returned to the plant containing approximately 250 ml of fluid in the bladder. Visual inspection showed no evidence of weakness in the line/tubing. No evidence of a defect was found from the line/tubing. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.